Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation stated that the complaint articles show: the manufacturing documents of this device were reviewed and no complaint related issues could be detected. This lot was manufactured in september 2013. Without the instrument, the exact cause of this occurrence can not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the instrument did not release after tensioning during a procedure. No patient data or information about the surgery available this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the preformed handling test with 3 implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. Product development does not see a systemic design fault regarding this issue. Some (B)(4) instruments have been manufactured since feb. 2011. Therefore, this complaint is closed by product development as invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.